Event description:
Concomitant devices reported: plates: fns (part number unknown, lot unknown, quantity 1), powered drivers/handpieces: trauma (part number unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery with the femoral neck system (fns). During the surgery, the surgeon tried to insert the antirotation-screw, but the it was long, so he inserted one-size shorter antirotation-screw. The surgery was successfully completed. Patient outcome is reported as stable. No further information is available. This report is for one (1) antirotation screw for femoral neck sys 110mm length - ster. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- upon visual inspection of the returned device it can be seen that the implant is in a good and undamaged condition. Wrong length of implant got chosen from surgeon (during the surgery, the surgeon tried to insert the antirotation-screw at the time of drilling, but the antirotation-screw was long, so he inserted one-size shorter antirotation-screw.), no product problem and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot since there is no allegation against packing or sterility DHR review is done for non-sterile part: non-sterile-part, part: 60123937, lot: l452531 , manufacturing site: grenchen, release to warehouse date: 16. Jun. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.